Manufacturer narrative:
Based on the information provided by the nurse, the patient's wound infection was confirmed by a wound culture and the patient was placed on antibiotic therapy. The patient continued to receive v.a.c. Therapy. There was no alleged product malfunction. On (B)(4) 2012, kci field service tested the device per quality control (qc) procedure and determined the unit met specifications prior to patient placement the same day. On (B)(4) 2012, the device was returned to kci for evaluation. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Event description:
On (B)(6) 2012, the patient's wife alleged the patient's wound became infected while on v.a.c. Therapy.